Event description:
The reporter said the suspect deivce is not storing results accurately in the memory. They said that two results of 400 and 314 mg/dl were not stored at all. The device was replaced and requested to be returned for evaluation.